Event description:
Several biopsy samples were taken in the colon with the captura serrated jumbo forceps - spike. The forceps reportedly tore the tissue resulting in minor bleeding. The physician was not pleased with the amount of tissue that was torn. Another biopsy device was used to finish the procedure. The reported tearing and bleeding did not require action or intervention. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: the customer returned unused product from the lot number involved in this report to be evaluated as part of the complaint investigation. These devices were returned to cook endoscopy on (B)(4) 2010. These devices have been returned to our approved forceps supplier for eval. We have not yet received the eval results from the approved forceps supplier. A f/u MDR will be submitted upon receipt of the eval results. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. No further action warranted at this time because the report could not be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.